Event description:
The customer reported the system was not booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software, replaced the left control panel, and replaced the bios battery. The system operates as intended.